Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted on behalf of the foreign user facility by the foreign distributor. "Test was performed on all equipment in december and they discovered that a 5 bird blenders, alarm cap doesn't perform as it should, no alarm sound was heard."

Manufacturer narrative:
Neither the foreign user nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on info provided by user facility via the foreign distributor. (B)(4). The foreign user facility determined that the most likely cause of the reported event was a malfunctioning alarm cap assembly. Carefusion is in the process coordinating with the foreign user facility via the foreign distributor for the return of the alleged faulty alarm cap assembly for evaluation. Should the alleged faulty alarm cap assembly be received and evaluated, a follow-up medwatch report will be submitted.